Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead exhibited non-capture at maximum output. The lead remains in use but a lv epicar dial lead revision is planned. No patient complications have been reported as a result of this event.